Event description:
It was reported that during a cholecystectomy procedure, the clip was not fed into the jaw and fell out. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received (B)(4) 2010: no clip fell into the patient. The clip was not fed into the jaw in the patient body, but the jaw was kept closing and the doctor removed the device with fired clip from the patient body.

Manufacturer narrative:
(B)(4) malformed clip,jaws unable to open_open after assisted, orange indicator. The analysis results of the (B)(4) found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted; one malformed clip was released. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the remaining clips were fed conforming according our manufacturing specifications. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. These findings are not related with the event reported. No incident related to the reported event was observed during the batch record review.